Event description:
It was reported that during a lap hysterectomy that only half of the staples fired the initial load. Then the surgeon attempted to fire again with a new reload and it only fired half of the staples. The case was completed with a new device of same product code. No patient consequence.